Manufacturer narrative:
An event regarding disassociation involving an adm liner was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned. Insufficient information was received for review with a clinical consultant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that patient was revised on a left hip due to disassociation of mdm liner from the head.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient was revised on a left hip due to disassociation of mdm liner from the head.